Manufacturer narrative:
The device image showed low field settings and battery voltage was above elective replacement indicator (eri) during the entire implant duration. Analysis performed in nominal settings did not find any anomaly. The eri flag was trigged as expected due to exposure to cautery during the explant procedure. Magnet response was measured on scope and it was in correlation with value displayed on the programmer. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident of high battery impedance was not confirmed.

Event description:
During follow-up, a high battery impedance was observed. The device was explanted and replaced. The patient was stable.

Event description:
During follow-up, the battery display on the merlin programmer does not match the measured longevity, current or impedance of the device battery. The device was explanted and replaced. The patient was stable.